Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed because upon it exposure it was found that the site was inflamed and presented redness. Patient also reported pain. After removal anti-inflammatory treatment was prescribed, and additional appointment would be required to place a new implant after recovery.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One tapered screw vent (tsvb10) with abutment was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be bone tissue/debris attached to the implant external threads. No significant damage was identified. No allegation was made to the abutment. Implant matched. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number 1229866. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1229866) was performed for similar events and no other similar complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.